Manufacturer narrative:
Findings: the alarm history screen had multiple alarms in alarm history screen due to corrupted history file. Unable to verify unexpected bolus delivery due to alarm/corrupted history file. Unit was monitored with no unexpected bolus delivery noted. Unit was programmed with multiple test boluses. All boluses delivered and were properly listed in the bolus history screen. No bolus anomaly noted during testing. Pump function properly during prime, the excessive no delivery and displacement test. No humming on its own noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with food. The customer has been experiencing low blood glucose several times in the past 3 to 4 months. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer returned the product for analysis.